Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that while the patient was in-patient in hospital, multiple appropriate shocks and an undersensing episode of ventricular tachycardia was observed on the right ventricular channel. Programming changes were made. The patient was stable but intubated.